Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 130 due to critical pump error (open book image) alarm. Insulin pump received pump error because the force sensor cable is incompletely plugged in.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error twice. The customer¿s blood glucose level was unknown. The customer was assisted with clearing the alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer was able to perform displacement test. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.